Event description:
It was reported that the patient experienced pain at the infusion set insertion site during insertion on (b)(6) 2026, reported a high blood glucose reading displayed as High, treated it with a correction bolus via pump.

Manufacturer narrative:
E1: Name: (b)(6).Country: United States of America.Street: (b)(6).Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number; however, lot number was not provided.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.